Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose of 20 mg/dl. The customer's mother stated that they were unconscious. The customer's mother stated that the emergency medical services came to treat the low blood glucose. The customer's mother stated that they were given a glucagon shot to treat the low blood glucose and was able to bring the blood glucose up to 80 mg/dl. No further details were given. The insulin pump will not be returned for analysis.